Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-11829. It was reported that the atrial and ventricular leads exhibited noise. The atrial noise caused several inappropriate mode switch episodes. Programming changes were discussed; but no intervention was reported. There were no patient consequences.